Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions with several non-sustained right ventricular oversensing alerts. Upon review of the stored electrograms, it was noted that the device was oversensing myopotentials. No interventions were performed, patient is fine and will be followed up with per routine.